Event description:
It was reported that the extension set exhibited an alarm and did not show a disposable clamp. The continuous infusion rate was 2.2 ml/hour. The total reservoir volume was 100 ml, and 89.8 ml was delivered. A cstd was used to fill the cassette. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.